Event description:
During an alif procedure, assistant surgeon and neuro surgeon had difficulty using the synframe ring clamp to attach to the retractor ring. The ring clamp began to slip and no hold in place. The assistant surgeon and neuro surgeon used eight different synframe ring clamps and had difficulty with all eight of them. The procedure was completed and no harm to the patient. The procedure took and additional 10 to 15 minutes to complete. This is 2 of 8 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are ) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was received with no visible damages. A function test according to the test instruction was made and the clamps were checked. No discrepancy to the specification was found; it was possible to attach the clamps and they did hold as required. No manufacturing related fault could be detected. The manufacturing records were viewed and no complaint related issues were found.